Manufacturer narrative:
The investigation determined the issue was resolved by the service actions. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent.

Event description:
There was an allegation of questionable glucose results from the cobas 8000 cobas c 701 module. Patient 1 initial result was 1.500 mmol/l and the repeat result was 7.220 mmol/l. Patient 2 initial result was 1.500 mmol/l and the repeat result was 5.960 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was found that the reaction cells were not filling correctly. The field service engineer adjusted the fluid levels and replaced the sample probe. The investigation is ongoing.